Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds and loss of capture (loc). The lead remains in service. No adverse patient effects were reported.